Event description:
A report was received that the patient underwent a lead revision due to high impedances. The physician replaced the lead and the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead revision due to high impedances. The physician replaced the lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Model/serial: sc-2366-70/(B)(4), visual inspection of the distal end revealed that it was pulled. There is a gap between electrode # 8 and the lead body resulting in the breakage of electrode # 2, 3 and 4 cables at the weld nugget. X-ray inspection revealed that electrodes # 2, 3 and 4 of the distal end has a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown. Model/serial: sc-2366-70/(B)(4) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm.